Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the surgery the plastic piece from the wand came off into the shoulder's patient. The piece has been removed. A backup device was used to complete the surgery. No patient injury or other complications were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrodes wear with strong contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation around the shaft is damaged and compromised. The suction line and the cable is cut. There are no manufacturing abnormalities visually observed with the returned wand. The returned device cannot be functional tested due to a cut junction cable and a cut suction line. The complaint was verified but the root cause could not be determined with confidence. It is possible that the suction line became (1) disconnected during surgery, (2) suction pressure may have not been enough to excavate blood and tissue or (3) there was an attempt to excavate large ablated tissue remnants. These factors could probably cause the complaint, can lead to increased wear and can decreasing the functionality of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.